Event description:
Revision surgery for dislocated right hip. Patient had a constrained liner which had separated at the head, bipolar component, and metal ring. Parts were removed and new constrained liner and head were implanted.

Manufacturer narrative:
Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
Revision surgery for dislocated right hip. Patient had a constrained liner which had separated at the head, bipolar component, and metal ring. Parts were removed and new constrained liner and head were implanted.

Manufacturer narrative:
The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and no medical information was provided.